Event description:
Infusion in progress in 3mls/hr. At 01.00 the pump was noted to be infusing at 80mls/hr. Volume infused recorded at 21mls. Volume to be infused 19mls. Infusion discontinued. No treatment required.